Manufacturer narrative:
The complainant did not return to pump to (B)(4) for evaluation. Because the device has not been returned, the complaint remains unconfirmed. Based on the initial description of the event, however, it appears the device may have been affected by the same master pump mis-calibration as some of (B)(4) other products. While investigating a separate pump calibration-related complaint, (B)(4) discovered that its "master pumps" (kept in the lab and used as a calibration reference) had a calibration shift of up to 6.8% (nominally +3%). When an affected master pump is used to calibrate production and serviced pumps, this calibration shift could lead to over delivery of fluid beyond the label claim of +5%. (B)(4) is recalling all curlin 6000 and painsmart pumps manufactured between march 18 and november 6, 2015, as well as all curlin 4000 and all curlin 6000 and painsmart pumps that were recalibrated during servicing between march 18 and november 6, 2015. These pumps will be recalibrated at (B)(4). (B)(4) will also require nfr (non-factory recertification) certified customers (including third party service contractors) to review their recalibration and repair logs since july 1, 2015 to identify all pumps that were recalibrated with potentially mis-calibrated sets. They will be asked to recalibrate those pumps. If they choose not to recalibrate those pumps, the pumps will need to be returned to (B)(4) for recalibration.

Event description:
The initial reporter stated: "overinfusion" during a follow-up conversation, (B)(4) clinical also learned that an action of some kind may have been performed to resolve a minor issue (defined as "stabilization of blood sugar, etc."), but that the initial reporter was unable to confirm whether or not such an action had actually occurred or been necessary. The initial reporter did confirm that the patient was not required to visit the doctor or ER or otherwise receive an intervention necessary to prevent a serious injury or death. (B)(4).